Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced irritation and scarring at sensor patch adhesion site. Patient's mother administered polysporin to treat irritation. Dexcom technical support advised patient to seek medical recommendations for irritation.

Manufacturer narrative:
(B)(4).